Event description:
Vacuum assisted vaginal delivery. Respiratory distress and given blow by oxygen with rapid improvement. Noted soft cephalhematoma on back of head with scalp scratch above right ear. At 1530 the mother called for the nurse while breast feeding. Nurse noted baby was grunting and was taken directly to level 2 nursery. The md was notified and orders were given and completed. At 1600 the md examined the baby and head circumference had grown from birth at 13" to 15". No change in status. Lab and x-rays completed. At 18:18, md inserted uac line. At 18:26, md arranged for transfer. Continuous oxygen and at 1835 transfused one unit of blood. Principal diagnosis subgaleal hemorrhage, other associated diagnosis, shock, right pneumothorax, acidosis. Prepared for transfer to (B)(6) via (B)(6). At 2010, chest tube inserted by flight paramedic. Report called and patient transferred.